Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of an ar-2670, batch 1068642242, that displays two inaccurate depth gauges. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device. The device¿s manufacturing date is 02-nov-2022.

Event description:
On 9th february 2026, it was reported by an arthrex employee via email that for an ar-8943-15, depth device, 2.7 / 3.5 / 4.0 mm, low profile and an ar-2670, 2.7mm screw depth indicator, these 2 depth gauges in the clavicle fracture tray were inaccurate. This caused inaccuracies in screw length measured. This was detected during a clavicle fracture procedure on (B)(6) 2026. The procedure was completed successfully as they had to use x-ray to guess the appropriate screw length. 4 screws were wasted due to wrong measurement, and the screws were too long. 10th february 2026 - the 4 screws used were ar-8835-20 x 2, ar-8835-24 x 1 and ar- 8835l-20 x 1. They replaced the 4 screws that were too long in the primary surgery. As both the depth devices were unable to provide proper measurement, they had to rerevise by putting shorter screws and performing an x-ray check which caused the surgery to take longer than it was supposed to. The complaint initiator thinks it took longer than 15 minutes because the nurse went out to search for possible peel depth gauge and came back with no luck. The surgeon tried many times to get the correct length as well. They used x-ray multiple times at different angles to make sure the screw was not too long.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.